Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced alarms on the mobile power unit (mpu). When the patient's power cables were moved the mpu made a brief alarm, but it did not show on their system controller or the mpu. Log files were submitted for review. The event log file captured pulsatility index events as well as routine power source changes. There were no abnormal system controller alarms or pump faults in the log file. It was noted that the alarm silence button was pressed multiple times in the log file history even though no actual alarm conditions were active in the log file. The patient continued to experience low voltage hazard alarms and no external power alarms while connected to their mobile power unit (mpu). The alarm was able to be recreated while patient was in clinic with the clinic's mpu. This was the second occurrence with a different mpu. Additional log file were sent for review. The log file captured numerous power cable disconnect and low power hazard alarms while the patient was connected to the mpu. There were no other unusual events recorded in the log file event history. The alarms were not able to be recreated with a practice pump. It was noted that while patient was on the mpu, the clinician moved the white power cable and that triggered the alarms. There was no noticeable damage, and the cables were fully connected. The system controller was exchanged.

Manufacturer narrative:
Section b3: date of event corrected. Section g4: PMA # corrected. Manufacturer¿s investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. On (B)(6) 2025, a no external power alarm activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu) (serial number: (B)(6)). The no external power alarms resolved when power was restored to the mpu. The backup battery supported the system controller as intended during this time. Provided information indicated that the mpu had a v-lock connector, that there were no environmental circumstances that may have caused the loss of external power, and that the power cord did not come loose from the unit or the outlet. The root cause of the reported atypical low voltage and power cable disconnect alarms was determined to be due to damage to the white power cable of the system controller and could not be correlated to the mpu. The root cause of the loss of external power was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviation from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 IFU (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the new mpu had a v-lock connector on the ac power cord. The ac power cord has not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that could have affected ac power at the time of the event. The system controller had been appropriately alarming. The system controller was exchanged which resolved the issue.